Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure that the erbe repeatedly faulted when the monopolar energy was fired. The intuitive tech support engineer (tse) reviewed the system logs and found repeated c-48 and c-30 errors. The tse had the customer hard power cycle the erbe. The error came back when monopolar energy was fired. The customer swapped out the instrument and the issue remained. The customer converted the procedure to another vision side cart (vsc). There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is not believed that system functionality was checked upon powering on the system. The system initially powered on without error. It is believed that the erbe was working fine at the start of the procedure because the handheld bovie was working. The reported fault occurred against the erbe when the surgeon tried to use the monopolar function while using the monopolar curved scissors (mcs).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the faults. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Errors c-48 and c-00 were present in the error log. The unit was placed on an in-house system and was run in normal mode.